Event description:
It was reported that the patient underwent an ankle fixation procedure on (B)(6) 2014. During the procedure, the ziptight suture fractured. Another ziptight suture was utilized to complete the procedure. No additional holes were drilled.

Manufacturer narrative:
The returned part was examined under high magnification. The device was likely conforming when it left biomet control. The fracture of the device was consistent with suture being damaged, but the source of the damage could not be identified and the root cause remains undetermined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿bending or fracture of the implant.¿ evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.